Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm and high blood glucose level. Customer¿s blood glucose value at time of incident was 249mg/dl and current blood glucose value was 311mg/dl. Customer changed the battery and the alarm still occurred. Customer was advised to treat as per healthcare professional's instruction. Insulin pump will not be returned for analysis.